Event description:
Due to a delivery service issue the incorrect head and liner were received, so couldn¿t complete the above planned surgery as intended and only revised the head and liner. A liner was cemented into the pinnacle cup. As this patient will require another surgery to remove the cup and stem as originally planned.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This pc is related to (B)(4). Which captures the revision due to infection. During that operation all implants were to be removed, but due to the delivery service issue (captured on this pc), only the head and liner were exchanged. This dsi is being captured as reportable as the patient will undergo an additional operation to remove all implants when the correct implants were received.